Manufacturer narrative:
H6: investigation summary two photos of a safety pen needle were returned from lot. No. 1349348, cat. No. 329505. Visual examination of the returned photos was carried out and it was observed that the pen needle had activated and a piece of the cannula was stuck in the septum of a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical sample was returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported that the bd autoshield¿ duo pen needle pulled out of the device when removing the needle shield. The following information was provided by the initial reporter: "staff member administered patient insulin as per protocol. Needle attached as normal and appeared to work during injection. After removing needle shield from pen noted sharp lodged in pen tip, had come out of cover/device. Device disposed of safety - no impact to patient."

Event description:
It was reported that the bd autoshield¿ duo pen needle pulled out of the device when removing the needle shield. The following information was provided by the initial reporter: "staff member administered patient insulin as per protocol. Needle attached as normal and appeared to work during injection. After removing needle shield from pen noted sharp lodged in pen tip, had come out of cover/device. Device disposed of safe;y - no impact to patient".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.